Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output damage was confirmed in the laboratory. The device was tested on the bench and was found to have damaged high voltage output transistors. The cause of the damage was believed to be device delivery into a low impedance load.

Event description:
It was reported that the device failed to deliver therapy for a ventricular arrhythmia because of low out of range lead impedance. The pt was defibrillated externally, and an alert was displayed for possible output circuit damge. The device and lead were explanted.